Event description:
A customer reported there was no image from the hd camera head when preparing the device for use. The subject device was not used in a clinical procedure. There were no reports of patient harm due to the event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing, a distorted image was discovered when the device was connected to a processor, caused by a fault within the camera cable. In addition, a leak, caused by a damaged paddle behind the serial number plate, caused the device to fail a water tightness test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, cable failure is acknowledged. Therefore, it is likely that video function does not function normally due to cable failure, and the indicated phenomena "no image" and "distortion of the image" occurred as a result . Olympus will continue to monitor field performance for this device.